Event description:
It was reported that during a fitting appointment in (B)(6), in situ testing showed one channel with status hi. The patient's hearing decreased and got worse. An accident or trauma is not known. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.